Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013 customer reports via phone that during a ureteroscopy procedure the fluoro counter continued, but no image was on the monitor. Rebooting was not successful in resetting the system. The physician was able to complete the procedure by using the endoscope. No patient information is available other than there is no patient injury.